Event description:
It was reported that during a da vinci-assisted gynecology sacrocolpopexy surgical procedure, a piece of cannula seal broke off into the patient and was retrieved. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.